Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The cable and cards related to the generator interface board and the x-ray generator were reseated. The tube was repaired. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the screen of the system flickered and would not display images intermittently and that the kilovoltage went to the maximum. No patient injury was reported.